Event description:
The customer stated that a bladderscan bvi 9600 in aortascan code did not identify a known 4.0 cm aneurysm. No adverse consequences to the pt were reported.

Manufacturer narrative:
A verathon rep requested that the scanner be returned, but the customer has not sent the device back. In the absence of further info this is reported as a malfunction, although the device problem can not be confirmed. Additional device system component part number: 0570-0188/pa005153.